Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypotension that required medication intervention and prolonged hospitalization. Mapping was done in the left atrium with octaray catheter. The ablation catheter was then advanced into the left atrium. After nine ablation lesions, the patient's blood pressure dropped. The physician then utilized the intracardiac echo catheter to examine the patient's pericardial space. The physician noted no pericardial effusion. The procedure "was ended". The physician then called in the "code team". The caller noted that no compressions were given and "epi" was given to the patient to stabilize the blood pressure. Patient was in stable condition and was admitted to the hospital for observation. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician's opinion on the cause of this adverse event was patient condition, reaction to sedation. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4),

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypotension that required medication intervention and prolonged hospitalization. Mapping was done in the left atrium with octaray catheter. The ablation catheter was then advanced into the left atrium. After nine ablation lesions, the patient's blood pressure dropped. The physician then utilized the intracardiac echo catheter to examine the patient's pericardial space. The physician noted no pericardial effusion. The procedure "was ended". The physician then called in the "code team". The caller noted that no compressions were given and "epi" was given to the patient to stabilize the blood pressure. Patient was in stable condition and was admitted to the hospital for observation. Additional information was received indicating the physician's opinion on the cause of this adverse event is that it was patient condition; reaction to sedation. Additionally a CT was immediately completed indication of no issue. Patient was hospitalized overnight for observation only.